Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which a physician explanted a portion of the lead and replaced it. The patient may be referred to a neurosurgeon to explant the remaining portion of the migrated lead on a later date.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received, indicates that effective therapy was established post-operatively.